Event description:
The pt tested her blood glucose on suspect device and it was 295 mg/dl. She called her dr and was advised to take more medications. Later that day she was found unconscious by son. He called the paramedics and they tested her blood glucose on their device and it was 28 mg/dl. She was given a glucose IV and taken to the hospital.